Event description:
Tip stretch was noticed after it was removed from the packaging. The packaging was fine before opened. There was no damage to the packaging and no difficulty removing the product from the packaging.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 03783694. (B)(4). The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.